Manufacturer narrative:
(B)(6). Concomitant medical products: (B)(4), (B)(4), trilogy liner longevity crosslinked polyethylene. (B)(4), unknown, lot number beta hip prosthesis. (B)(4), (B)(4), bone screw self-tapping 6.5 mm dia. 40 mm length. (B)(4), (B)(4), shell porous with cluster holes 50 mm. (B)(4), (B)(4), femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04365.

Event description:
It was reported patient¿s hip was revised approximately 10 years post-implantation due to pain and dislocation. Surgeon reported patient had elevated cobalt levels in blood. Surgeon also noted dead tissue with abnormal color. The patient¿s head and liner were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no deviations relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.